Event description:
According to the initial report, onxaap-25 sn (B)(6) was implanted on (B)(6) 2014 and explanted on (B)(6) 2021.

Event description:
According to the initial report, onxaap-25 sn (B)(4) was implanted on (B)(6) 2014 and explanted on (B)(6) 2021.